Event description:
Event description guidant received information that this guidant pacemaker and lead system were replaced with a competitor device and right ventricular (rv) lead. The chronic rv lead became unattached and was taken out of service with and replaced with the competitor rv lead during the procedure, and the right atrial lead remained in service. To date, there have been no reported patient symptoms associated with this clinical observation.